Event description:
It was reported that the patient was implanted with an invance sling. The device was removed due to infection and the patient was implanted with an alternative continence device. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted 2005.